Event description:
It was reported to medtronic minimed legal information received from the claimant on (B)(6) 2019, medtronic received notice of a device/product legal hold notification containing 1 individual claimants. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and diabetic ketoacids was hospitalized for 2 -7 days and up to 3 days. Customer experienced nausea, vomiting, dehydrated, feeling not well, fatigue. It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported diabetic ketoacidosis, diabetic ketoacidosis treated with manual injections, insulin pump ems/ambulance/ER visit. The event involved product(s) mmt-7020a, mmt-1780kpk, mmt-381a, mmt-332a. The blood glucose value was 521 mg/dl. Trouble shooting was performed and it was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the smart guard auto mode of the insulin pump was used. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported high blood glucose event. No further patient complications were reported. Its unknown whether the customer will continue the use of the device. No product return is required for mmt-7020a. Product return requested for mmt-1780kpk. Customer declined to return, or is unable to return. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.